Event description:
Premature battery depletion of the subject device was reported to have occurred.

Manufacturer narrative:
The preliminary analysis of the returned device revealed a manufacturing issue related to the flex cable inside the device.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Premature battery depletion of the subject device was reported to have occurred.

Event description:
Premature battery depletion of the subject device was reported to have occurred.